Manufacturer narrative:
This report is submitted on june 28, 2018.

Event description:
It was reported that the device was explanted (date not reported) due to an unknown reason. It is unknown if the patient was reimplanted with another device as of the date of this report.